Event description:
On march 7, 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began in 2008. The cca noted that the patient manages his diabetes with oral medication; however, it is unknown if the patient made any changes to his diabetes management as a result of the issue. On an unspecified date/time, approximately 3-4 hours after the alleged issue began; the patient reported that he developed symptoms of feeling nervous and sweaty. In addition, the patient claimed he had to eat more food and/or drink on unspecified dates/times during the month of december. It is not known if the patient took this action in response to the symptoms. During troubleshooting, the cca noted that the patient replaced the subject meter's batteries as recommended in the owner's booklet. However, the alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.